Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and verified the reported malfunction. After check found that there was blood in several parts of the machine. The machine repairs have been completed, replaced parts done. Parts replaced. 0008-00-0312 tubing, blood detect, iabp; 0104-00-0023 fill manifold assy, iabp s/n (B)(4); 0997-00-0985-01 assy, safety disk, english s/n (B)(4); 0997-00-0986-01 assy crm english s/n (B)(4); 0008-00-0377 tubing, clear polyurethane; 0103-00-0398-01 pneu cmpnt m luer 1/16tb white. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) the customer reported there was blood in the machine. No patient harm was reported.